Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The sample of vitrectomy probe sent to investigation site was found to have tubing detached during vitrectomy surgery. The surgery was completed after a new replacement was used. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A 25+ gauze probe manifold was returned in a tray. The returned sample was visually inspected and insufficient solvent was observed on the probe manifold. The root cause of the customer¿s complaint is related to an error during wetting of the tubing with solvent which resulted in reported issue. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.